Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wires were coming out from the end. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. This confirms the customer reported issue. Additionally, further inspection identified a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The internal conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. There was no material missing and the wire was not torn or fully broken. This observation is unrelated to the primary failure.